Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified device was fractured. No further evaluation can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad broke while impacting. The surgical technique was utilized. There was no surgical dely. No foreign bodies were retained. A second device was not needed to complete the surgery. Attempts have been made and all available information has been provided.